Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had trace pointers are invalid. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer's mother was unable to clear the alarm. The insulin pump will be returned for analysis.